Event description:
It was reported that after a trial lead was implanted the patient began experiencing numbness and pain. The lead was explanted and the patient was sent to the hospital for overnight observation. Follow up indicated the patient was doing well.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.